Event description:
Received notice of complaint concerning above product from product complaint form filed by facility. Spoke with chief technician who reports an event in which a leak occurred from a "hole" in the mainline tubing. Thehole is located near the injection port, closest to the patient end of the bloodline. The CT reports that the leak was noted just after the initiation of the treatment. The line was changed and the treatment was completed without further incident. The blood in the venous line was not returned to the patient. The reported blood loss was estimated at 65cc. The patient remained stable and did not require any medical intervention. The line is available for evaluation. A response letter and mailer have been sent to the clinic. A medwatch form has been filed based on blood loss only.